Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use, during insertion, once the sheath was in the left atrium (la) and dilator was removed, the valve was leaking blood. A pressure bag was selected as the irrigation method with a low flow. Only the dilator was inserted before leak occurred at the valve. No air seen on the patient, only blood was leaking. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory visual inspection of the device noted no abnormalities. Leak testing of the sheath was attempted; however, it was discovered that the stop cock of the flush port was cracked. Because of this damage leak testing could not be performed as water continuously leaked from the stopcock which prevented the pressurization of the sheath to identify any other potential leak paths. Microscopic inspection of the hemostatic valve identified a tear in the outer valve with dried blood present in the tear. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use, during insertion, once the sheath was in the left atrium (la) and dilator was removed, the valve was leaking blood. A pressure bag was selected as the irrigation method with a low flow. Only the dilator was inserted before leak occurred at the valve. No air seen on the patient, only blood was leaking. The sheath was replaced and the procedure was completed successfully without patient complications. The sheath is expected to be returned.